Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was feeling unwell and then received a shock from the device. Upon interrogation, there were two non-sustained ventricular tachycardia (vt) episodes with the longest time to therapy being 33 seconds. It was also reported there was a drop in shock impedance measurements and a decrease in biv pacing. As a result, the system was explanted. No additional adverse patient effects were reported.